Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The device was not in use on a patient, therefore, there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The manufacturer's service technician was able to duplicate the reported problem of vent inop due to an exhalation motor error. The service tech replaced the exhalation valve to correct the reported problem. Performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Na